Manufacturer narrative:
Concomitant medical products: 8100. 8015. (2) pri tubing. Pca tubing. Epidural line. Pcea syringe. 8120. Therapy date (B)(6) 2018. The customer¿s report of an overinfusion of hydromorphone was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows pump module s/n (B)(4) was programmed to infuse hydromorphone epidur 5mg in 100ml (drugid 46) at a rate of 1ml/hr with a vtbi of 100ml at 1:07 pm on (B)(6) 2018. The infusion ran until 9:53 pm when the device was channeled off. There were no alarms prior to the device being channeled off. The volume recorded as being infused during this period was 8.235ml. Although requested, the pump module and disposable set were not returned for investigation. The root cause of the reported overinfusion of hydromorphone was not identified. Devices not received, log review only.

Event description:
The customer reported that an epidural hydromorphone infusion (5mg/100ml) was programmed at a rate of 0.05mg/hr (1ml/hr) and initiated at 1256. The user reported that at approximately 2120 - 2130 the bag was found empty. The patient was somnolent and experiencing respiratory distress. Narcan 0.4mg IV was given at 2146 and 0.2mg IV was given at 0338. Other infusions at the time of the event were bupivicaine and pcea fentanyl. There was no report of lasting harm to the patient. Following evaluation/testing by biomed the suspect device had the rear case, bezel and air in line sensor replaced. The concomitant pump module infusing bupivicaine failed the rate accuracy test; the device was repaired and the bezel replaced. It was reported that both devices were put back into circulation.

Event description:
The customer reported that an epidural hydromorphone infusion (5mg/100ml) was programmed at a rate of 0.05mg/hr (1ml/hr) and initiated at 1256. The user reported that at approximately 2120 - 2130 the bag was found empty. The patient was somnolent and experiencing respiratory distress. Narcan 0.4mg IV was given at 2146 and 0.2mg IV was given at 0338. Other infusions at the time of the event were bupivicaine and pcea fentanyl. There was no report of lasting harm to the patient. Following evaluation/testing by biomed the suspect device had the rear case, bezel and air in line sensor replaced. The concomitant pump module infusing bupivicaine failed the rate accuracy test; the device was repaired and the bezel replaced. It was reported that both devices were put back into circulation.